Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display, and a battery change alarm. The display came back on after the customer changed the battery, but they also received a battery out limit. The blood glucose reading was 260 mg/dl. Advised the customer to monitor the insulin pump. Nothing further reported.